Manufacturer narrative:
Section a3b: unknown/ not provided. Unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h6; health effect: impact code: 4625 (to capture secondary surgical intervention) device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was attempted to be removed from the patient's right eye, however iol could not be removed, the capsule was full of fibrosis which prevented the lens to be removed. It was stated that the iol was going to be explanted due to patient being under corrected, doctor did not correct astigmatism. Procedure was aborted, doctor could not remove iol. The product remains implanted. It was noted that patient was fine. No other information was provided.